Event description:
The customer stated that she tested her blood glucose and received back to back readings of 91 and 219 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.